Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2000ml and the total drain volume was 3256ml. This drain volume meets baxter's iipv criteria. There was no reported patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test due to an unrelated issue. The device passed the rite electrical test. The product analysis lab evaluated the device. Volumetric confirmation and temperature verification tests were performed and passed. The cause for the increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain; use error, inappropriate bypass of the initial drain. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).